Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device & delivery system (wds) was implanted. The patient was discharged on an oral anticoagulation regimen. The patient returned for 45-day follow-up imaging and the device was noted to be well seated, no leaks and no thrombus. The patient was prescribed aspirin at this time. Approximately eighteen (18) months post implant, the patient returned for a computed tomography angiography (cta) and a large, non-mobile thrombus was noted on the face of the closure device. The patient was prescribed coumadin for treatment of the thrombus.